Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached over 250 mg/dl. The patient also reported the cannula was bent. The pod was worn less than 1 hour on the infusion site.

Manufacturer narrative:
The pod was received with the received with the soft cannula deployed and formed needle retracted. Inspection of the exposed portion of the soft cannula did not find it to be bent, kinked, or damaged. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 287 pulses, delivering boluses, before deactivation. The data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found no damages or defects that would result in a needle mechanism failure.